Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose at the time of incident was 450 mg/dl. Customer's current blood glucose was 436 mg/dl. Troubleshooting was not done for high blood glucose event. Customer stated that insulin delivery was not suspended due to sensor glucose and blood glucose value difference. Sensor glucose value and blood glucose value difference was not within the range. Customer treated high blood glucose by taking bolus from insulin pump. Auto mode feature was unknown at the time of the event. The insulin pump will not be returned for analysis.